Event description:
Customer reported an incident of hypoglycemia requiring treatment by layperson within 24 hours of attempting and being unable to use the compact plus system, due to error within specifications. A request was made for the return of the system, and a replacement sent.